Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer wanted to start using the sensors because she could not identify the difference between having low blood glucose and being tired. During troubleshooting, customer mentioned she was hospitalized for low blood glucose 2.5 years ago. Customer was found unconscious in her backyard. Customer was pregnant. Customer was wearing the device at the time but reported the event was not associated with a device malfunction. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.